Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure for 3 vessels, acobat suv vacuum stabilizer system, st stopped vacuuming when the surgeon tried to work on the last vessel. The device was working properly during the bypass for the first two vessels (1st device) a replacement device was used to complete the procedure. The surgeon finished the surgery without finishing the last vessel. The hospital did not report any patient effects. Related to (B)(4).

Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4), autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and blood was observed on the arm, knob and the teeth of the housing mount. No visual defects were observed. A suction/vacuum strength test was performed per instructions of the vacuum leak test, using calibrated using vacuum regulator and pressure gauge and canister. The device passed the vacuum leak test, sufficient vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device and the results of the investigation the complaint was unable to be confirmed for the reported failure "suction issue".

Event description:
The hospital reported that during a coronary artery bypass procedure for 3 vessels, acrobat suv vacuum stabilizer system, st stopped vacuuming when the surgeon tried to work on the last vessel. The device was working properly during the bypass for the first two vessels (1st device) a replacement device was used to complete the procedure. The surgeon finished the surgery without finishing the last vessel. The hospital did not report any patient effects. Related to (B)(4).